Manufacturer narrative:
The bolus wizard was functioning properly per bolus wizard sample in the user guide. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 115 mg/dl at the time of call. The customer stated that he treated his high blood glucose with his old insulin pump. The customer found no issue on the insulin pump after troubleshooting. The customer performed high pressure test and the insulin pump passed with no alarms. The insulin pump will be returned for analysis.